Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to being in advisory. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to being in advisory. No adverse patient effects were reported. Additional information was obtained, the lead exhibited shock impedance high out of range. The patient requested to have the whole system explanted.